Event description:
The first 5/4mm amplatzer duct occluder (ado) would not fit into the 6f amplatzer torqvue 180 delivery system (dtv180) so another ado was opened. The second ado went into the dtv180 very nicely; however, after the ado was deployed, it embolized to the aorta and was percutaneously removed with a snare.

Manufacturer narrative:
The amplatzer duct occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause for the embolization remains unknown.